Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd discardit¿ ii - 2-piece syringes experienced leakage. The following information was provided by the initial reporter: every 2nd to 3rd syringe draws air when wound up, or loses liquid when allied.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-nov-2022. H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2208103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through inspection of the samples, the reported defect could be confirmed. This type of defect may occur as a result of damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that an unspecified number of bd discardit¿ ii - 2-piece syringes experienced leakage. The following information was provided by the initial reporter: every 2nd to 3rd syringe draws air when wound up, or loses liquid when allied.